Event description:
Information received from the field does not address the patient's clinical status but notes no magnet response to a transtelephonic check. During an office visit, a telemetry link could not be established.